Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a patient disconnected from the set the transfer set would leak even though it was closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.